Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been implanted on (B)(6) 2015 and was discharged home on (B)(6) 2015 in good condition. The patient had been seen in the outpatient clinic on (B)(6) 2015, at which time the lvad was interrogated and showed no alarms, no significant pulsatility index events or speed fluctuations. Outpatient labs did reveal a slightly sub-therapeutic international normalized ratio, but no signs of hemolysis, such as elevated lactate dehydrogenase or plasma-free hemoglobin. On (B)(6) 2015, the on-call coordinator received a phone call from the patient¿s local emergency services department stating they were called to the patient¿s home where the patient was found down by family members. The patient was unresponsive and had clearly been down for a significant amount of time. The patient was not breathing and his pupils were fixed and his sclera were dry. The lvad was on adequate battery power and was alarming low flow alarms. As the patient was deemed deceased due to the absence of breath or heart sounds, the lvad coordinator gave instructions on how to turn off the patient¿s lvad at that time. The patient¿s automatic implantable cardioverter-defibrillator was interrogated in the funeral home. It revealed several runs of ventricular fibrillation that were shocked, as well as runs of ventricular tachycardia on the evening of the patient¿s death. The ultimate cause of death remains unknown. An autopsy will not be performed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 30 days. Technical services analyzed a submitted log file. The log file covered a 4 day period from (B)(6) 2015 and showed the pump parameters were stable and operating over similar ranges. A low flow event was recorded on (B)(6) 2015 at 22:04 and low flow events continued throughout the remainder of the log file until the pump was disconnected on at 22:48. The pump maintained the set speed throughout the entire log file including at the time of the low flow events. The pump appeared to have been operating as expected and the low flow events appeared to be the result of a clinical patient related condition causing blood volume in the pump to decrease. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.